Event description:
Acct. Reports "product used to spike IV fluid bag used syringe with interlink blunt plastic cannula. Rubber part around halo caved in and IV fluid leaked from bag". No pt injury reported.